Manufacturer narrative:
(B)(4).

Event description:
It was reported an alarm was heard and confirmed by telemetry. This was a critical alarm due to zero ml reservoir volume reached. The pump had been running dry for about two months. Pt said that the catheter was disconnected from the pump, but this was unconfirmed. Diagnostics were to be performed. No pt symptoms were reported. Add'l info has been requested, but was not available as of the date of this report.